Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing data occurred. Data was evaluated and the allegation was confirmed.the probable cause was determined to be sensor noise under one hour.the product performed within specification and the complaint allegation falls within expected performance. In addition, an early sensor expiration was found in connection to the reported allegation.the probable cause of the early sensor expiration was determined to be potential patient misuse the reported event of missing data is reportable based on the finding an early sensor expiration. No injury or medical intervention was reported.